Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "electric shock and system error alarm" is not able to be confirmed. The field service agent checked the pump and no problem was found. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the nurse was shocked when she touched the display on the intra-aortic balloon pump (iabp). The pump also alarmed system error "system malfunction". The pump was placed on standby but the alarms did not clear. The pump was also having triggering issues and the pump is pausing. The patient was being successfully weaned off the pump therefore the pump and the intra-aortic balloon were removed without any complications. Additional information from the field service agent (B)(4) the pump was checked. Performed a functional and leakage check and everything checked okay. The pump was returned to service.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse was shocked when she touched the display on the intra-aortic balloon pump (iabp). The pump also alarmed system error "system malfunction". The pump was placed on standby but the alarms did not clear. The pump was also having triggering issues and the pump is pausing. The patient was being successfully weaned off the pump therefore the pump and the intra-aortic balloon were removed without any complications. Additional information from the field service agent (B)(6) the pump was checked. Performed a functional and leakage check and everything checked okay. The pump was returned to service.